Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred. A supply change was performed to address the occlusion alarms. The customer's blood glucose level was 425 mg/dl. As the supplies were changed prior to calling, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.